Manufacturer narrative:
Image review: photo shows the threads are damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro endoscopic discectomy. During surgery, there was a feeling of resistance when the handle part was twisted. No product breakage occurred. Patient complications were reported as unknown.